Event description:
Patient reported that he was burned by a "hot" wire under his wrist during an MRI scan. The radiology tech took the patient out of the tube to assess him and did not see evidence of any burn. The patient was re-wrapped with the sheet and placed back into the cylinder. The patient reported again feeling burned, and at the completion of the study, reported his complaint to the nurse on his unit. An area of redness 5 cm by 2cm was noted on his right wrist, and this resolved with lotion. Phillips staff were notified to check the machine. Of note, the patient body habitus was upper limit for MRI accessibility which may have contributed to the proximity of the coil.